Event description:
A distributor returned battery charger/modem (B)(4) and reported that the battery charger was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the battery charger/modem was resetting. Upon investigation, liquid contamination was found on the battery board. The cause of the failure was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.